Manufacturer narrative:
Confirmed product is not available for evaluation, section h6 has been updated to reflect this.

Event description:
No new information

Event description:
The manufacturer sales representative reported that a bearing fell out following a procedure at the user facility. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.